Manufacturer narrative:
.

Event description:
It was reported that a patient underwent lead and generator replacement but the reason was initially unknown. Investigation yielded that the battery was at intensified follow-up status and the patient was referred for prophylactic replacement. Follow-up to the physician's office on (B)(6) 2016 revealed that the lead was replaced due to high impedance discovered by the physician on (B)(6) 2015. It was reported that the explant facility discards explanted devices at surgery per procedure. Additional relevant information has not been received to-date.